Event description:
It was reported that during the implant procedure after the right atrial and right ventricular leads were implanted, one of the leads caused a slight perforation with effusion which lead to tamponade. The leads were explanted and pericardiocentesis was performed. The following day a single chamber ICD system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead (B)(6) 2013. (B)(4).